Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The customer was not feeling well and was vomiting. The customer stated that he was not getting any insulin and the device did not alarm. The customer attempted to deliver a bolus, but he thinks there is an issue with the motor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.